Event description:
During hip implant surgery, the surgeon used the starter broach with a 14mm distal bullet. Upon removal of the broach, the distal bullet broke off the starter broach and lodged in the femur. The surgeon was able to remove the broken component through the existing opening in the femur. This resulted in a surgical delay of approx 30 minutes.